Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system installed a screw more laterally than the surgeon preferred. The screw was then replaced under fluoro. There was no impact on the patient outcome. Additional information received from a manufacturer representative reported that the deviation was 3.5 to 10 millimeters. The procedure was delayed 10 minutes to take off the rod, take out the screws, and replace new screw in the proper trajectory. The suspected or most likely cause was a potential skive or patient anatomy.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.